Manufacturer narrative:
The lot number is unknown and the products are not made available for evaluation at this time. The information about patient and initial reporter as well as other information required to submit was not provided. No evaluation could be performed. If the additional information is received, the follow-up report will be submitted within 30 days of the receipt.

Event description:
The following information was obtained when searching the maude database on (B)(4) 2019. Report number: (B)(4). The event description was: "this pt was illegally dispensed contact lenses from (B)(6) without a prescription. These contacts were poor fitting and had low oxygen transmissibility causing the pt to have permanent corneal damage which is not reversible. Diagnosis for use: myopia (nearsightedness).".